Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted in a patient using a 14f amplatzer amulet delivery sheath. The landing zone of the laa was between 18mm and 21mm, and the sizing was determined via transesophageal echocardiogram (tee). Left arterial pressure was low: 7 and so extra heparin was administered. The patient was also in sinus rhythm. An hour after the procedure, patient wasn't feeling well. It was discovered that the device had embolized to the left ventricle. An emergency procedure to snare the device was started up. After 3 hours, the physician was able to snare the device. It was removed in the groin. A new unknown device was implanted. The patient status was reported as stable.

Manufacturer narrative:
An event of device migrated into the left ventricle was reported. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.